Event description:
A 38 yr old white g1p1 female status post bilateral subglandular right gel, left bilumen (surgitek) for correction of asymmetrical tubular breast deformity 1980. Pt believes left has decreased size, right is more droopy; without history of trauma. She has local pain which was much worse when pregnant the left greater than the right. Pt has systemic symptoms including arthralgias (left greater than the right with morning stiffness); myalgias; paresthesias/dysesthesias, (left greater than the right); spasms; swelling; fatigue; sleep disturbances; swollen glands; fever; sweats/chills; frequent infections; headaches; temperol mandibular joint disease; visual problems; dizziness; memory loss; dry mucous membranes; hair loss; rashes; sensitivity to sun, cold and chemicals; shortness of breath/chest pain; choking sensations; weight fluctuation; gastrointestinal/genitourinary problems; and easy bruising. Pt otherwise healthy.